Manufacturer narrative:
Section d9 was updated due to a part return h3: device evaluation summary: updated due to a part return and analysis medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator "shut off" while in use on a patient. The patient was removed from the ventilator, manually bagged, and then placed on an alternate ventilator with no injury. Although it was reported that the ventilator shut off during use, a review of the diagnostic logs indicates the device entered into backup ventilation. The device was available for evaluation. The service personnel (sp) inspected the ventilator, found the unit failed the circuit pressure test during the extended self test (est) with "inspiratory auto zero solenoid not operational" message, and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The ventilator passed tests and calibrations as per the manufacturer's specifications at the time of service. The ifm pcba was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no ma lfunction or product deficiency observed. The likely cause is an intermittent issue with an ifm pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator "shut off" while in use on a patient. The patient was removed from the ventilator, manually bagged, and then placed on an alternate ventilator with no injury. Although it was reported that the ventilator shut off during use, a review of the diagnostic logs indicates the device entered into backup ventilation. The device was available for evaluation. The service personnel (sp) inspected the ventilator, found the unit failed the circuit pressure test during the extended self test (est) with "inspiratory auto zero solenoid not operational" message, and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The ventilator passed tests and calibrations as per the manufacturer's specifications at the time of service. The likely cause of the event was isolated in the field to a fault in ifm pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this 980 ventilator "shut off" while in use on a patient. The patient was removed from the ventilator, manually bagged, and then placed on an alternate ventilator with no injury. Although it was reported that the ventilator shut off during use, a review of the diagnostic logs indicates the device entered into backup ventilation.